Event description:
Patient enjoyed good control of his back and radicular pain following that. He however reports he experienced cardiac arrest. He noticed that the spinal cord stimulator (scs) implantable pulse generator (ipg) affected his pacemaker and therefore has turned it off since then.pre-op diagnosis: ipg incompatibility with automated implantable cardioverter-defibrillator pacemaker (aicd).findings: bilateral leads left intact in pocket. White marked lead was in inferior socket on ipg.